Event description:
It was reported that the pump would shut down intermittently unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.